Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation the rear pulse wire solder connection was broken from the rear therapy electrodes, causing the failure. The root cause for the broken solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent gong alarms.